Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the ultrasound gastrovideoscope had a broken ultrasonic probe surface. There were no reports of patient involvement.